Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered two inappropriate shocks. A review of the episodes noted a change in the qrs signal which resulted in triple detection. The sensing vector was reprogrammed from the secondary sensing vector to the primary sensing vector. No adverse patient effects were reported. Boston scientific technical services (ts) was consulted and confirmed that there was a decrease in qrs amplitudes and a change in morphology which caused the inappropriate therapy. X-rays were provided and ts confirmed that the system placement appears suboptimal; the electrode is too high and the device is likely too anterior. If the physician does not want to surgically intervene, ts recommended the primary sensing vector to help mitigate future inappropriate shocks. The patient will be seen again in the next few weeks to determine treatment plan. The patient was brought back into the clinic for an exercise test however the device could not be interrogated despite numerous telemetry wand positions and different programmers. Ts contacted and assisted in reinitialization of the sicd with magnet application. Afterwards the device was successfully interrogated. The exercise test was performed and noise was observed on all three sensing vectors. It was reported that this system will likely be replaced with a transvenous system.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was explanted.